Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call pump has cosmetic damage and reservoir is missing pieces and wont lock into place. The customer's blood glucose levels are 110mg/dl during the time of incident. The customer was assisted with trouble shooting. The customer was advised the pump needs to be replaced. The pump will be replaced and return for analysis.